Event description:
It was reported that during a prostate procedure at 4,650 joules of use and 1:02 minutes, "difficulty to connect the fiber" was reported. The fiber was exchanged. It was reported that at 55,676 joules of use and 8:08 minutes, "this is the first soft fiber that has been impossible to connectour" was observed with the second fiber. The procedure was completed using an alternate procedure resector (turp). Both fiber tips were not cleaned during the procedure. There was no injury to patient reported. This event is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic; the proximal end of fiber shows evidence of some type of contamination on the optical surface; the segments of connector appear in good condition. Probable root cause: based on the device analysis, the probable root cause of the failure is: connector contamination.